Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that there were telemetry issues and a power on reset (por) condition. The rep was notified regarding an overdischarge on (B)(6) 2014. The patient last successfully recharged and last felt stimulation in (B)(6) of 2014. The rep performed the physician mode recharge and the patient was charging but continued to see the por message on the recharger. Troubleshooting was done to attempt to clear the por message with the physician programmer and the rep saw a discharge, charge ins now screen. The por had not been cleared as there was not enough battery in the ins to do so. Additional information was received from the rep. A date of approximately eight months prior to (B)(6) 2014 was given for when a successful recharge was last accomplished, conflicting with the earlier report. The patient had experienced a lack of stimulation and had been unable to recharge normally due to the overdischarge. The rep did not know the error code that accompanied the por and the cause of the por was not determined. A successful por was done on (B)(6) 2014 and the por was cleared on (B)(6) 2014. The patient was doing well and receiving effective therapy. Additional information was received from the patient. It was reported that the patient's device was replaced because it stopped working, hadn't worked in so long, and was completely dead. The ins was replaced with a non-rechargeable device. It was noted that the issue was resolved. The event began in (B)(6) of 2014. The patient didn't have insurance which is why she had to wait to have it replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.